Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board and motor. Insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was 70mg/dl at the time of the incident. The customer reported that the display did not return even after inserting new battery. Troubleshooting determined that the pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.